Manufacturer narrative:
Additional information was received on 04-dec-2024. Mechanical issue was due to catheter manipulation by the physician. The catheter did not malfunction. Device evaluation was completed on 16-nov-2024. It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis. The patient fully recovered; however, required overnight stay in the cardiovascular intensive cardiac unit (cvicu). The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician thought the pericardial effusion might have been due to a mechanical issue; however, the physician did not seem to think it was the catheters fault. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation on 28-oct-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The physician thought the pericardial effusion might have been due to a mechanical issue. There was no steam pop. Additional information was received. The patient fully recovered; however, required overnight stay in the cardiovascular intensive cardiac unit (cvicu). The physician¿s opinion on the cause of the adverse event was procedure related. The physician did not seem to think it was the catheter¿s fault. Transseptal puncture performed with the heartspan transseptal needle. The act was above 350. Ablation was performed prior to noting the pericardial effusion. No error messages observed on biosense webster equipment during the procedure.